Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported several clinicians have had issues with the guide wire kinking in the patient when threading the dilator over the wire. There were no patient deaths or complications reported. Follow up information states another kit was used to complete the procedure.